Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Initial kit # reported- (kp)80014-002, (B)(6), (B)(4). On subsequent review field rep determined that the initial kit # reported was incorrect. The correct kit # was identified as (B)(6). Returned therapy cable passed safety but failed inspection for alert button damage unrelated to the reported issue. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.

Manufacturer narrative:
This file was originally submitted on 06/18/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported service error code. Patient further stated no damage to therapy cable but the service error code is persistent. Troubleshooting unsuccessful. The unresolvable service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.